Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a critical pump error alarm and a pump error alarm. The customer's blood glucose was 6.7 mmol/l at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image and pump error was present in the long trace file due to slight corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unit received with scratched casing, minor scratches on lcd window, dimples on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, peeling end cap address label, corrosion on motor home switch and corrosion on all electronic assemblies.